Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise; the lead had been programmed to unipolar configuration on an unknown date to avoid oversensing. The lead was capped and replaced on (B)(6) 2019. The patient was stable prior, during and post procedure and was discharged.